Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon evaluation, high resistance was measured at pins 15-16 of the j1000 jumper. The cause of the service code 102 is the defective jumper. The root cause of the defective jumper cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 102.